Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center failed to turn on. The issue occurred during preparation for use for a diagnostic gastroenteroscopy. There were no reports of patient harm, the intended procedure was completed with another set of devices, without delay, and the patient was under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause was the faulty power supply unit. Olympus will continue to monitor field performance for this device.